Event description:
It was reported that during field service activity, a 23062 error and heat damaged connector were identified on the da vinci 5 system. The issue was observed while the system was powered on and sitting idle, with no interaction from users at the time of fault occurrence. Initial troubleshooting included monitoring the system and reviewing logs, which confirmed the error on the vertical motor module. The part was subsequently replaced to address the reported problem. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported issue error 23062 with melted connector was confirmed and replicated. Upon visual inspection, it was confirmed that the motor connector was melted. From this finding, failure analysis concluded that the motor cable connector was the root cause of the issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.